Event description:
It was reported a patient underwent a total laparoscopic hysterectomy on (B)(6) 2022 and topical skin adhesive was used. Post op on (B)(6) 2022, patient had reaction , contact dermatitis developed. More than a month later, symptoms appeared, but the cause is unknown. The patient regularly visits the hospital. The patient is under treatment currently, on an outpatient basis. Treatment, prescribed clobetasol propionate ointment and dermavate ointment. Further details are not provided . No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Product not returned. Additional information has been requested and received. What is the procedure name? Laparoscopic total hysterectomy. What is the procedure date? (B)(6) 2022. What date did the reaction occur on? The dermabond was used about a month ago. More than a month later, symptoms appeared. The procedure date was (B)(6) 2022 and the patient visit the outpatient department on (B)(6) 2022. What does the reaction look like and how large of an area does the reaction cover? Unknown. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. The patient is being treated by going to the hospital. If medication was required, please clarify if it was prescribed by a physician and what was prescribed. Clobetasol propionate ointment was used. It was reported the patient regularly visits the hospital, could you please confirm if the patient was re-admitted in any of these visits? Unknown. Could you please provide more details about the treatment? Clobetasol propionate ointment was used. If available, please provide the patch test results. Unknown. Can you identify the lot number of the product that was used? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Additional information was received. The patient has been discharged and stable, but it is likely to remain the color on the skin. The surgery was a laparoscopic total hysterectomy, and the product was used on 3 port wounds. The operation day was (B)(6) and the patient visited the hospital on an outpatient department on (B)(6). Patient demographics: initials / ID, gender, age or date of birth; bmi. The patient was a (B)(6) year-old female and there was a sign of irritation against the tape. Dermovate ointment was used when she was an outpatient. Current patient status. The patient was discharged from the hospital. Although the symptoms are stable, the color seemed to remain. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No product is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Unknown. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used?unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi female, 35 years. Patient pre-existing medical conditions (ie. Allergies, history of reactions) there was a finding that the she is tend to be rashed by "tapes". Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Current patient status. The patient regularly visits the hospital and is under treatment currently. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.